Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the third firing during a laparoscopic sleeve gastrectomy, when the surgeon squeezing the handle to close the jaws, the device jammed and could not fire. It was also reported that there was a 2 minutes delay in operation. They used another reload to complete the case. There was no patient injury.